Event description:
It was reported that after a pta procedure for a left subclavian angioplasty, the doctor had a difficult time deflating the balloon completely. The delivery system and the balloon were removed together. There was no report of injury to the pt.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. Received for evaluation was one xt75104 catheter lodged inside a 6f introducer with a stopcock attached. Inspection showed the catheter was sticking out the distal end of the introducer. There appeared to be a couple of kinks in the shaft of the catheter. The introducer appeared to be flared at the distal tip. The shaft of the catheter appeared to move freely through the introducer. The balloon had some liquid and air inside of it. A vacuum was drawn on the balloon to remove the liquid and the air and to refold the balloon down. There was difficulty refolding the balloon because the tip material appeared to be elongated. With manipulation the tip could be centered in the balloon and the balloon could be refolded and removed from the introducer. An attempt to introduce the balloon into an input introducer was unsuccessful. An attempt to introduce the balloon through a cordis avanti was successful, though some resistance was met. The balloon was inflated to 8atm (rated burst pressure), then deflated. Manipulation was required to center the tip and refold the balloon. The balloon could be removed from the sheath. The result of the investigation was unconfirmed for difficulty to deflate, but confirmed for difficult to remove. The root cause could not be determined.